Event description:
The user facility reported that a blood leak occurred during the first use of a dialyzer. The unit had been pre-processed and leak tested prior to use without any leakage. The user facility reported that the dialyzer was changed out for another unit of the same lot number and treatment was completed without any further incident. The reported blood loss was estimated to be less than 10-cc.